Event description:
Customer reported breathing circuit's inner tube separated from the outer tube. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.